Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error while she was vacuuming and was wearing the device in pants waist band. Blood glucose value is unknown. The customer stated she does not need a replacement as she has a new insulin pump and would contact the doctor to set it up.